Event description:
The customer contacted stryker to report their device keeps powering down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional mfg narrative of initial medwatch report indicated: stryker evaluated the device and was able to duplicate the reported issue. Investigation found one battery was depleted and the device's battery pins were due for replacement. The battery and battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Additional mfg narrative of initial medwatch report should indicate: stryker evaluated the device and was unable to verify or duplicate the reported issue. The battery and battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Additional information: coding has been updated

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. Investigation found one battery was depleted and the device's battery pins were due for replacement. The battery and battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device keeps powering down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.